Manufacturer narrative:
Exemption number e2016032. (B)(4). Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿vena cava perforation, pain, mental anguish". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Unknown if the reported pain is directly related to the filter. Unknown if the reported mental anguish is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes on neither device or lot number. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). F10: patient code: vessels, perforation of (2135), listed in IFU; pain (1994), not listed in IFU. Device code: no code available (3191) [device perforation], not listed in IFU. G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right neck due to deep vein thrombosis (dvt). Patient alleges vena cava perforation. Patient further alleges sharp pain in abdomen where filter is located and mental anguish.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter e3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a celect filter on (B)(6) 2010". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: deep vein thrombosis (dvt), tilt. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. (B)(4) devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information has been received. The patient alleges device tilt (filter is tilted posteriorly 7 degrees), vena cava perforation (all four (4) of the filter's primary struts (legs) perforate the wall of the ivc by a distance of 3 mm or greater. The perforating anterior struts impinge on overlying small bowel. The perforating posteromedial strut is in direct contact with the anterior surface of the underlying l2-3 disc. One (1) of the filter¿s eight (8) secondary struts (arms) also perforates the caval wall and extends laterally out into retroperitoneal fat (20 mm beyond the caval wall), where it lies in very close proximity to an accessory r renal artery). Patient notes and additionally alleges experiencing deep vein thrombosis (dvt) post filter placement. Per a medical opinion re: medical record and imaging review - various dates: [patient]had a history of lle dvt and suffered from lle venous insufficiency. [They] also likely had underlying may-thurner syndrome, which required l common iliac vein endovascular stent placement. Findings: filter identification is based on the medical records and imaging provided. The patient¿s ivc filter is a cook celect retrievable ivc filter positioned in the infrarenal ivc at the l1-2 level. The filter is tilted posteriorly 7 degrees. The filter apex and hook are positioned at, and extend slightly above, the level of renal vein confluence and do not contact the caval wall. The patient¿s cava measures 16 mm at the level of filter implantation. On [patient's] 2016 CT imaging, all four (4) of the filter¿s primary struts (legs) perforate the wall of the ivc by a distance of 3 mm or greater. The perforating anterior struts impinge on overlying small bowel. The perforating posteromedial strut is in direct contact with the anterior surface of the underlying l2-3 disc. One (1) of the filter¿s eight (8) secondary struts (arms) also perforates the caval wall and extends laterally out into retroperitoneal fat (20 mm beyond the caval wall), where it lies in very close proximity to an accessory r renal artery. No fractured or missing filter components were apparent on the 2016 CT study. No clot within the filter, caval thrombosis, caval wall thickening or caval stenosis were apparent at that time. No pericaval hemorrhage. An endovascular venous stent is present within [the patient's] l common iliac vein (civ), consistent with treatment for underlying may-thurner syndrome. The stented portion of her civ is patent with moderate narrowing of the vessel lumen suspected within the mid and upper portions of the stented segments".